Event description:
It was reported that during a port placement procedure, when the guidewire was withdrawn in the introducer needle, the coil wire of the guidewire was damaged. It was further reported that the guidewire allegedly had retraction issue. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire straightener in a guidewire loaded into a one introducer needle was returned for evaluation. Functional, gross visual, dimensional and microscopic visual evaluations were performed. The investigation is inconclusive for the reported difficult to remove issue, as the exact circumstances at the time of the reported event are unknown. The investigation is confirmed for the reported guidewire deformation and the identified stretched issues, as the guidewire appeared to be uncoiling, distal to the introducer needle hub. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The dimensions are slightly out of tolerance in the affected portion that may be due to unravelling noted at multiple places in the wire. The dimensions are not out of tolerance for the unaffected portion of the wire. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2024).